Event description:
It was reported that the high impedance was first detected by the physician on (B)(6) 2016. During the replacement surgery the surgeon did not attempt to reinsert the lead pin because he had previously visualized the damaged lead in x-rays. Additionally, during the surgery it was observed that one of the electrodes was damaged. The explanted lead was discarded following the surgery therefore product analysis cannot be completed.

Event description:
It was reported that the patient underwent a lead replacement surgery due to high impedance being observed. It was noted that the generator had been implanted a few months prior. The explanted lead has not been received to date. The manufacturer received x-rays that were taken prior to the lead replacement. However the x-rays only contained images of the neck and did not include the generator. Therefore the pin insertion could not be assessed. Additionally the electrodes could not be fully assessed due to the presence of the previous lead's electrodes obscuring the view. No gross discontinuities were identified in the portions of the lead that could be assessed but the presence of a micro-fracture can not be ruled out. No additional relevant information has been received to date.